Manufacturer narrative:
Device evaluation: one smiths medical level 1 hotline low flow system was returned for analysis in used condition. Visual inspection showed wear and tear damage on the enclosure, front cover, tank cove and line cord. The printed circuit board and power switch were outdated. Functional testing involved filling the water tank, plugging in the line cord and switching the power on. The reported issue was duplicated during the investigation. The investigation determined that a faulty printed circuit board and cracked enclosure were the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system was reported to be leaking and over-heating. There were no reported adverse effects.